Manufacturer narrative:
Other, other text: b5: additional information received via email on 08-oct-2021 and attached to complaint: issue occur during testing, no patient involved. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a scratched lcd lens and bubbled downstream occlusion sensor seal. The customer stated problem was duplicated. The device found alarming error code 41622 during motor test which indicate a problem of one the following issue: motor, microprocessor board, optical switch cam sensor, or debris. So the device was opened for further investigation and found the optical switch cam sensor was inoperable due to being broken off. Therefore, the optical switch cam sensor was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited ec 41622 and loss of power with new batteries while pump was running. No adverse effects were reported.